Event description:
On 21-may-2025, primevigilance notified teoxane geneva of an adverse event. According to the information received, a patient was injected on (B)(6) 2025 with rha 3 in the lips. On the same day, the patient experienced a vascular occlusion. We were informed that the injector managed the situation and that the event resolved. Despite several reminders, no further information could be retrieved. The complaint was considered closed.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teoxane products.

Event description:
Vascular occlusion [vascular skin disorder] . Case narrative: on 21-may-2025, primevigilance notified teoxane geneva of an adverse event. According to the information received, a patient was injected on (B)(6) 2025 with rha 3 in the lips. On the same day, the patient experienced a vascular occlusion. We were informed that the injector managed the situation and that the event resolved. On 11-aug-2025, additional information received from primevigilance and the case was reopened to update the batch number and carry out its analysis. From this information, it was confirmed that 2 other patients were injected by the same injector and experienced similar adverse events (rc/2503069 and rc/2503077) despite reminders, no information additional information was provided thus the case was closed as is.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teoxane products. This is default text configured for block h10.